Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057; product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient¿s leads had been removed because they came loose. It was noted that the trial began on (B)(6) 2018. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported.